Manufacturer narrative:
Tracking #.44492. Ees#.974907/c. H6; damaged cartridge. Endopath ets flex: based upon the info received and the visual examination, it was concluded the the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The returned cartridge had broken towers, rolled drivers, and a detached pan. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.